Manufacturer narrative:
Corrected fields: h6- (medical device problem code, investigation findings code, investigation conclusion code, component code). Updated fields: b4, g3, g6, h2, h11.

Manufacturer narrative:
Corrected fields: d4-UDI number. Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and could not duplicate the reported issue of unit not alarming. During checkout, found the fiber optic connection port broken. Repaired the fiber optic connection port in a separate work order. Unit passed all functional and safety tests. Unit cleared for use.

Event description:
It was reported by customer that, during use the cardiosave intra aortic balloon pump is not alarming when gas line is disconnected. There was no injury.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g3, g6, h2, h6-(medical device problem code, health effect -impact codes) and h11.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump is not alarming when gas line is disconnected. There was no patient involvement and no injury.